Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the all station was in critical override. A technical support specialist provided the findings and the anti-virus exclusion list to the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system was experienced a critical override across all stations. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.